Event description:
It was reported that pump displayed insulin amount different than customer expected, showing a positive fill estimate that did not match anticipated units. There was no reported impact to the customer¿s blood glucose level. Customer was educated that any positive value indicated at least that amount of insulin was present, disconnected and delivered a test bolus as instructed, then loaded new cartridge with guidance from technical support and successfully resumed insulin delivery, with case closed and customer advised to call back if issue happened again.